Event description:
Caller reported intermittent occlusion alarms which led to blood glucose levels reading as "high", a specific value was not provided, on several occasions over the past 2-3 weeks. Correction injections were administered by the customer to address the high blood glucose levels. In response, the customer initially changed the cartridge and resumed insulin delivery however, occlusions have been ongoing and tandem technical support decided to replace the malfunctioning pump.